Event description:
The peg [percutaneous endoscopic gastrotomy] tube ruptured and had to be replaced. The mic peg that was inserted in 2002 ruptured and was replaced. As reporter understands it, this is not uncommon.